Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnant, cholesterol high, abortion, fatigue, headache, dizziness, mood swings, back pain, blood carbon dioxide, lightheadedness, low back pain and thyroid disorder. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction type"), psychological trauma ("psych injury"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding vaginal") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, psychological trauma, alopecia, weight increased, vaginal haemorrhage and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Essure start date and stop date updated. Other relevant history updated. Events: abnormal bleeding vaginal, hormonal changes describe were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.